Event description:
It was reported that the lead impedance trend noted one measurement in which the right ventricular (rv) defibrillation impedance was high. The lead trend had been stable (around 50 ohms) and returned to being stable after the single measurement. It was also noted alerts had been triggered. Additionally, the superior vena cava (svc) impedance was also stable, except for one high measurement. Isometrics were suggested, as well as further impedance measurement troubleshooting, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the superior vena cava (svc) defibrillation impedance was high. An alert was triggered on (B)(4) 2013 and (B)(4) 2013, as well as on (B)(4) 2013. It was also noted the right ventricular defibrillation impedance was high.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.